Event description:
We received a report that an intraocular lens was explanted after the patient experienced an unexpected post-operative refraction. Another lens was implanted during the same procedure.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed: the device manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens were verified and shown to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.